Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Oversensing 15 - ventricular nst<=200 ms average v-cycle between (B)(6) 2010 19:50:13 and (B)(6) 2010 03:10:20. 2 - vf<=170 ms on (B)(6) 2010 23:42:38 and (B)(6) 2010 23:30:26. Interference/noise - ventricular short interval count v-sic=47.8 counts avg/day, in 35.86 days, between (B)(6) 2010 14:00:45 and (B)(6) 2010 10:42:21.

Event description:
It was reported patient died. Paramedics suspected "the device had not worked." Device detected (B)(4) short interval counts. "This noise sensing begins at (B)(6) 2010. Episodes before this time were true vf/vt detection." Patient seen by the clinician prior to death when xrays were ordered to determine "if the problem was related to the connection to the device." Xrays showed a reverse wrap of a fully inserted lead with no obvious fractures or compression. It was suspected the oversensing was not related to device malfunction and the clinician reported he thought device not cause of patient death. Cause and date of death requested and not received. Additional information reported the noise had caused an inappropriate shock. Reprogramming was done with no further inappropriate shocks.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported patient died. Paramedics suspected "the device had not worked." Device detected 1171 short interval counts. "This noise sensing begins at the first of (B)(6) 2010. Episodes before this time were true vf/vt detection." Patient seen by clinician prior to death when xrays ordered to determine "if the problem was related to the connection to the device." Xrays showed reverse wrap of a fully inserted lead with no obvious fractures or compression. Suspected oversensing not related to device malfunction and clinician reported he thought device not cause of patient death. Cause and date of death requested and not received. Additional information reported the noise had caused an inappropriate shock. Reprogramming was done with no further inappropriate shocks. Later reported "clinician believes strongly that the death is not linked to the device because the patient had never some ventricular arrythmias even short arrhythmias" and patient felt bad 2 hours prior to death.

Event description:
It was reported the patient died. The paramedics suspected "the device had not worked." The device had detected 1171 short interval counts. The patient had been seen by the clinician 10 days prior to death when xrays were ordered to determine "if the problem was related to the connection to the device." Additional information revealed it was suspected the oversensing was not related to device malfunction and the clinician reported he thought the device was not the cause of the patient death. The cause and date of death have been requested and not received.